Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular connector was broken. It was also noted that the lower case was cracked near the atrial connector, the upper case was cracked inside, both cover bail attachments and bail were missing, the battery drawer was damaged, the battery contacts were visibly contaminated and the device passed incoming functional testing. As a result the device was cleaned, the upper case, lower case, ventricular connector, cover bail attachments were replaced, the bail attachments were added and the battery drawer was replaced. The device was then tested and passed all testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the connector was defective. The epg (external pulse generator) was returned for service. There was no patient involvement.